Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. It was noted that the ok keypad button was torn and the tactile changes began prior to damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the ok button. During testing, the ok and up arrow buttons were intermittently unresponsive; the down arrow and contrast buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok key contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.